Manufacturer narrative:
A review of the service report indicates that the customer reported "surge occurred during surgery". Per the service requested, the company rep was able to resolve the reported event remotely with the customer and confirmed the system was conforming. The customer switched out the cassette and completed the case as planned. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 2 similar report(s) for this system. The root cause of the reported event was attributed to a non-conforming cassette. (B)(4).

Event description:
A customer reported a "surge" during a cataract extraction procedure. The cassette was exchanged and the procedure was completed with no harm to the pt. Add'l info has been requested.